Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) units screen froze and is unresponsive. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) had a frozen and unresponsive display. There was no harm or injury to the patient and no adverse event was reported. A getinge field service engineer evaluated the unit and could not duplicate the reported issue. The fse performed all relevant performance and safety checks. The unit passed all tests and calibrations to manufacturer's standards.

Event description:
N/a